Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. Two hours post procedure, the patient suffered retroperitoneal bleeding. The medical doctor placed one additional stent to the left anterior descending artery and a covered stent to the right iliac for confirmed retroperitoneal bleed.